Event description:
Pt's mother called alleging the pt's one touch ultra meter was reading inaccurately high. Pt's mother stated that took too much insulin due to the high reading got on the meter and, as a result, had a seizure. The blood glucose result on the one touch ultra was 560 mg/dl compared to a reading of 40 mg/dl. It is unknown what type of meter was used for the comparison, or the time difference between the readings. No symptoms were reported. Call was disconnected before further details were given. Consequently, a letter will be sent.